Event description:
A peritoneal dialysis nurse noticed a fluid leak where the cassette belongs when the patient brought the cycler into the clinic. There is no report of patient ill effect. No sample is available for evaluation.